Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted since the lot number was not provided. The reported patient effect of stenosis is listed in the instructions for use supera peripheral stent systems as a known patient effects of the stenting procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the index procedure took place on (B)(6) 2018 during which a 5.5 x 60 mm supera stent was implanted to open the right popliteal artery. The patient was readmitted to the hospital on (B)(6) 2018 for an occlusion of the left popliteal artery, and in-stent restenosis of the right popliteal artery, where the 5.5 x 60 mm supera stent was implanted. Revascularization was done to treat the occlusion in the left popliteal artery which included performing laser therapy, dilating the lesion with an unspecified balloon dilatation catheter (bdc) and implanting three unspecified supera stents. Revascularization was also done to treat the in-stent restenosis of the right popliteal artery which included performing laser therapy and dilating the lesion with an unspecified bdc. There was no adverse patient sequela reported. No additional information was provided.